Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed and data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Current therapy delivery was unaffected; however, it was noted that the patient was hospitalized. The patient was subsequently discharged and replacement was planned for (B)(6) 2021. No additional adverse patient effects were reported.